Event description:
It was reported that the spinal cord stimulation (scs) patient experienced undesired sensations in a non-target stimulation area and high impedances. The patient underwent a lead replacement procedure due to lead fracture. The explanted leads were discarded by the medical facility. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 3021641.